Event description:
Implant removed. Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain. Implant placed and had primary stability. Patient returned to office a few hours later and wanted it removed as it gave the patient headaches.